Manufacturer narrative:
D9, h3, h10 (remove statement).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Reportedly, this was an ongoing, intermittent issue. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg level. Customer reverted to an alternative method of insulin therapy.